Manufacturer narrative:
(B)(4). The self expanding stent system (ses) was returned with blood on the stent holder and strain relief tubing and no saline visible. The stent implant was deployed from the distal outer sheath and not returned. The distal outer sheath was fully retracted, suggesting that the thumbwheel had been fully rotated. The inner braiding was separated 10.3 centimeters proximal to the proximal marker. The material at the separation was jagged. The separated portion was returned. The handle was opened and the rack was in the proximal end of the handle, suggesting that the thumbwheel had been fully rotated. All mechanisms were intact with no anomalies noted. The separated inner braided member was not reported and likely occurred post procedure during handling/packaging for return to abbott vascular.

Event description:
It was reported that during a procedure of the popliteral artery, the absolute pro stent was released spontaneously while advancing in the superficial femoral artery. The handle was noted to be locked. The physician further noted that there is a risk of migration and occlusion of the femoral artery as the stent is free floating in the vessel. A second stent was deployed at the target lesion. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential factors for premature deployment include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the self expanding stent system (sess) or incorrect removal technique. In this case, it may be possible that the distal outer sheath interacted with the introducer sheath or anatomy in such that the outer member retracted causing the stent to deploy. A review of the device lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. In this case, without having the absolute 35 to examine, a conclusive cause for the reported premature deployment could not be determined. However, there is no indication to suggest a product quality deficiency. During production all self expanding stents are visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for damage during manufacture.